Manufacturer narrative:
The manufacturer has completed the investigation for an active exhalation valve that allegedly would not activate the exhalation valve in the patient circuit. The active exhalation control module was returned to the manufacturer for further investigation and the allegation was confirmed. The component's solenoid valve was found to be stuck in the open position. Only the active exhalation control module was returned to the manufacturer for investigation. The component was scrapped.

Event description:
The manufacturer received information alleging a ventilator would not activate the exhalation valve in the patient circuit. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer has completed the investigation for an active exhalation valve that allegedly would not activate the exhalation valve in the patient circuit. The active exhalation control module was returned to the manufacturer for further investigation and the allegation was confirmed. The component's solenoid valve was found to be stuck in the open position.